Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 332 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. Reportedly, customer had been using the cartridge beyond labeling guidelines. Tandem technical support educated customer regarding cartridge/insulin labeling.